Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043442) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on 2012. Consumer reported that she is now diagnosed with cervical dysplasia and had to have cryotherapy. She has bleeding between her periods, increased anxiety during premenstrual syndrome, and excessive weight gain. As concomitant medication, consumer uses naproxin. In addition, the seriousness criterion "other serious (important medical events)" was reported but not specified or assigned to one of the events. Follow up information was received on 11-aug-2015: case upgraded to incident. This case has been identified during monitoring of postings on an FDA hosted docket website (#(B)(4)), which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. In 2013 (previously reported as 2012) essure was implanted for sterilization. She did go to the hsg (hysterosalpingogram) testing and was advised all was good. Since then, she started experiencing several side effects, such as weight gain, hair loss, pelvic pain, bleeding between her cycle, bleeding after intercourse. She has endured an ablation post essure; that followed with an abnormal pap at age (B)(6). She then underwent a colposcopy which was followed by cryosurgery. She was still having chronic pelvic pain and was sent for ultrasound for which she was awaiting results. She was in a state of constant fatigue. She went from running 5 miles a day and now was not being able to stand on her feet for 15 minutes without needing to sit down. She was feeling completely at a loss. Prior to essure, she was a healthy woman. Depression and anxiety as well as pmdd (interpreted as premenstrual dysphoric disorder) were also reported. Follow-up information received on 25-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with cervical dysplasia. She also had bleeding between her periods and underwent an ablation (interpreted as endometrial ablation). These events were considered serious due to medical importance. Cervical dysplasia is an unlisted event in the reference safety information for essure, while the remaining event is listed. Cervical dysplasia may refer to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the sexually transmitted (B)(6). Considering this event's pathophysiology and essure's local effect in fallopian tubes, the event was assessed as unrelated to essure. Regarding the event bleeding between her periods, after essure insertion abnormal genital bleeding and menses pattern changes may occur. Although in the present case, the cervical dysplasia may have had a contributory role in the occurrence of this bleeding, given the nature of this event a causal relationship with essure cannot be excluded. This case was upgraded to incident upon receipt of follow-up information stating the consumer underwent an ablation (required intervention). Additional non-serious events were reported. Based on available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Follow-up from 24-sep-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with cervical dysplasia. She also had bleeding between her periods and underwent an ablation (interpreted as endometrial ablation). These events were considered serious due to medical importance. Cervical dysplasia is an unlisted event in the reference safety information for essure, while the remaining event is listed. Cervical dysplasia may refer to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the (B)(6). Considering this event's pathophysiology and essure's local effect in fallopian tubes, the event was assessed as unrelated to essure. Regarding the event bleeding between her periods, after essure insertion abnormal genital bleeding and menses pattern changes may occur. Although in the present case, the cervical dysplasia may have had a contributory role in the occurrence of this bleeding, given the nature of this event a causal relationship with essure cannot be excluded. This case was upgraded to incident upon receipt of follow-up information stating the consumer underwent an ablation (required intervention). Additional non-serious events were reported. Based on available information, there is no reason to suspect a quality deficit of the product. Despite follow-up attempts, no further information was obtained.